Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-23775. It was reported the patient is unable to feel stimulation. Diagnostic testing revealed high/ invalid impedance readings on multiple lead contacts. In addition, one contact revealed a low impedance reading. Reprogramming was not fully able to resolve the issue. It was noted reprogramming could only provide coverage to one of the patient's legs. Fluoroscopy images were taken. The next course of action in this matter has not been decided.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.